Manufacturer narrative:
No sample was returned to evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "caution state "this product contain natural rubber latex which mau cause allergic reactions." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient allegedly developed a bacterial infection from the catheter. The patient went to his physician which prescribed the antibiotic ciprofloxin.